Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions," and, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis, or osteolysis may be a result of loosening of the implant." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02673 / 02686. Device remains implanted.

Event description:
Patient has been indicated for a revision due to knee and thigh pain and osteolysis. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: biomet ilok stemmed tibial tray 67 mm part: 141512 lot: 321280. Vanguard ssk psc tibial bearing s 20x63/67 part: 183830 lot: 615440. Maxim tibial augment block 10 x 67 mm part: 141762 lot: 752390. Biomet gb knee stem 16 x 120 part: 148186 lot: 465670. Vanguard distal femoral augment 60 x 10 rl/lm part: 184182 lot: 155090. Vanguard distal femoral augment 60 x 10 ll/rm part: 184202 lot: 828110. Biomet gb knee stem 14 x 120 part: 148184 lot: 465660. Vanguard posterior femoral augment 60 x 5 rl/lm part: 184142 lot: 655140. (B)(4). Complaint sample was evaluated and the reported event was confirmed. The x-ray evaluation report confirms that there was osseous expansion of the distal femoral medullary cavity surrounding the femoral stem with cortical breach at the site. The report stated that it is most likely to be pseudo tumor related to osteolysis. The report also suggests that there is focal cortical lucency at the medial tibial condyle. There was a small knee joint effusion present. There were no compatibility issues noted with the products reported. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly, zimmer biomet will continue to monitor for trends.